Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent component was returned detached from the delivery wire. The delivery wire and the introducer were observed without any damages (i.e., no kinks, bends, or elongations). The returned device was inspected under the microscope. The deployed stent component was observed to be in good condition, and fully expanded; both distal ends are noted to be completely flared. However, one of the marker bands was observed broken. With the evidence available, the issue documented that one of the marker bands was broken was confirmed during the microscopic analysis; this damage suggests that excessive force may have inadvertently been exerted on the enterprise system during the stent repositioning and is possible that the stent was not fully inside of the microcatheter which ultimately result in the marker band breakage. It is also suggested that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. The detached condition found in the stent was not originally reported in the complaint, and this may have occurred during the manipulation required during the device¿s withdrawal. Lake region investigation results: a review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Analysis of the returned specimen revealed no manufacturing anomaly. The delivery wire presented bend damage as well as stretched coil damage at the transitioning area to the core. The marker of the stent was fractured. As part of the investigation a characterization of the fracture in the area of the tantalum (ta) radiopaque coil was completed. The results indicate that the strut broke in the corrugated section due to the application of an overload bending and/or twisting stress, which caused a fracture of the ta wire coil. The investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling and/or clinical factors have contributed to the event as reported. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 7332345. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, an unspecified microcatheter was placed in the target position, and the physician took an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7332345) from packaging, and slightly pushed it out to inspect the integrity of the stent. It was found that one marker of the stent was broken. The stent was not used on the patient. A new stent was switched to complete the surgery. There was no patient injury report. Additional information was received indicating that the device was stored and handled per the instructions for use (IFU). There was no excessive force used with the device.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.